Event description:
It was reported that the lead was explanted and replaced due to low impedance. No patient complications were reported associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all insulators breached (clavicle-rib crush); full lead returned and analyzed.